Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The physician elected to change the pacing parameters and only pace in the right ventricle. The patient was is good condition.